Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (up to 250 mg/d) and boluses via the pump were delivered to address the bg level. The customer did not know the cause of the high bg. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the events with a healthcare provider.